Manufacturer narrative:
During the investigation at zoll, the thermogard console (sn (B)(6)) experienced a failure to power on with a blank display. The green led was operational, while the hmia accessory displayed a red led. The investigation determined that the root cause of the malfunction was likely due to component failures in the power supply, processor pca board, optical encoder, hmia accessory, pic 16 board, and coldwell assembly. However, the damage sustained by the console during a power outage two days prior could have contributed to these issues. To remedy the issues the failed parts were replaced. Following service, the thermogard console passed the final functional test and electrical safety test without any errors.

Event description:
During the investigation at zoll, the thermogard console (sn (B)(6)) failed to power on during the functional testing. No patient involvement.

Manufacturer narrative:
During the investigation at zoll, the thermogard console (sn (B)(6)) experienced a failure to power on with a blank display. The green led was operational, while the hmia accessory displayed a red led. The investigation determined that the root cause of the malfunction was likely due to component failures in the power supply, display head, and hmia accessory. However, the damage sustained by the console during a power outage two days prior could have contributed to these issues. To remedy the issues the failed parts need to be replaced. Waiting for the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard xp ivtm system with serial number (B)(6).